Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering. The customer's was hospitalized due to high blood glucose on (B)(6) 2019 at 5:30 with the blood glucose was 411 mg/dl. The customer experienced the symptoms related to high blood glucose as nausea and vomiting. The customer was treated with the insulin pump and manual injection. The insulin pump had hardware low level failure alarm. The customer was alleging possible insulin pump was under delivering. Customer was able to clear the pump error alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump, revert to a back up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window.